Event description:
It was reported that a hydroview intraocular lens is scheduled to be explanted due to opacification. The lot and serial number were nor provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.

Manufacturer narrative:
The lens is not available to be returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Hydroview iol was discontinued and is no longer manufactured by b+l.